Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. The distal tip was damaged. The 1st distal segment had raised and deformed struts. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a very calcified and tortuous lesion in the lcx but the device could not cross, the physican then removed the stent and used a guide liner. Resistance was encountered when advancing the device, inspection of the stent on removal showed protruding struts. There was no injury to the patient.